Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as a physical cut underneath the patient's breasts. There is no allegation of a device malfunction. Follow-up indicated that the cuts had pretty much healed and that the patient's physician helped heal the cuts.